Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. A correction bolus was delivered to address bg. During troubleshooting with tandem technical support, the customer attempted charging pump with an alternate wall adapter; however, the issue persisted. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.